Manufacturer narrative:
(B)(4). Device evaluation: results - a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that after giving a patient an insulin injection with the suspect device, the needle failed to retract into the safety shield. This resulted in a needle stick injury to the staff member and the potential for blood/body fluid exposure.